Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached on 14 days or less of wear and the customer was unable to obtain readings. As a result, customer experienced symptoms described as excessive sweating, a loss of consciousness, tremors in hand, weakness in legs, and a hypoglycemia with glucose level result at 14 mg/dl. The customer was given 1.5 packs of sugar, juice, and biscuits as treatment by a non-healthcare provider. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section h4 (device mfg date) was incorrectly submitted in the previous report. Correction has been made.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached on 14 days or less of wear and the customer was unable to obtain readings. As a result, customer experienced symptoms described as excessive sweating, a loss of consciousness, tremors in hand, weakness in legs, and a hypoglycemia with glucose level result at 14 mg/dl. The customer was given 1.5 packs of sugar, juice, and biscuits as treatment by a non-healthcare provider. No further details were provided. There was no report of death or permanent injury associated with this event.